Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the load 6r45b placed in the ats45 stapler and when introduced into the cavity, the load 6r45b staples fell open into the abdominal cavity before being triggered by the stapler. Staples were removed from the cavity. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation, along with three photos. Visual inspection was conducted on the return reload. During the visual analysis of the photos, the following was observed: the first photo shows a tyvek from top view, code 6r45b lot: 758a49 (exp. Date: 2027-03- 31). The second photo shows a cartridge from the top view that appears to have some drivers up at the proximal end. The third photo shows a reload from the pan area and the sled can be seen partially advanced. Visual analysis of the returned sample determined that the 6r45b reload was received with no apparent damaged and partially fired 1/10 and with the reload lock out spring normal. No functional test could be performed due to the condition of the reload. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 758a49, and no non-conformances were identified.